Event description:
It was reported that ongoing malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy.